Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin of the power adaptor of the remote monitor was broken and the remote monitor would only charge whenever the cable was wiggled. No troubleshooting indicated. The monitor remains in use. No patient complications have been reported as a result of this event.